Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp customer returned pump for an alleged critical pump error (open book image) alarm observed on 05-dec-2022. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Pump fails sleep current test. Successfully downloaded history files and traces using thus. The following alarm/alerts were noted on event date: insulin flow block alarm on 12/02/2022 at 18:49:36.000, pump error 63 on 12/05/2022 at 15:10:01.000, pump error 68 on 12/05/2022 at 15:10:03.000, pump error 49 on 12/05/2022 at 15:10:03.000. Verified the pump alarmed no delivery 2 times during bolus starting on 12/02/2022 at 18:49:36.000. Confirmed pump error 63 var 21 due to hardware error. Pump error 68 and 49 generated on the pump startup due to the memory corruption, hardware error. Pump was cut open to perform visual inspection and found moisture damage on pcba 2 and lcd connector. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor zero offset within specification 24 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Sleep current anomaly confirmed due to moisture damage. Pump error 63, pump error 49, and pump error 68 confirmed due to hardware error, isolated to electronic stack. No unexpected insulin flow block alarms noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.